Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The user reported that during morning test (self test) the device lost electrical power. There were no known environmental electrical conditions outside normal use conditions at the time of the problem. We will consider that the failure of the electrical power could pose a health risk.